Manufacturer narrative:
The devices involved were reviewed for compatibility with no issues noted. Visual inspection of the returned tibial component identified scratches on the plate. Gouges and foreign material were noted on the backside. The foreign material was on the medial side of the component. The poly plug was received disassembled from the tibial component. Measured dimensions of the tibial component were conforming to print specifications. Inspection of the returned articular surface identified some pitted areas on the condylar surface. The dovetail was flared out, which appears to have been caused during removal of the articular surface in the revision surgery. Review of the device history records for the tibial component and bone cement identified no deviations or anomalies. These devices are used for treatment. Undated x-rays appear to show that the tibial component had subsided medially. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the persona package insert, loosening or fracture/damage of the prosthetic knee components is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Other device used: catalog #00111314001, palacos r+g bone cement, lot #77584367; this bone cement is manufactured at heraeus medical and distributed through (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to tibia loosening.